Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken at open end; the fiber proximal to fracture can rotate independently of outer flow tubing; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the distal tip of glass cap and metal cap are detached and not returned; the outer flow tubing open end wall is compromised; erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation and excessive bending.

Event description:
It was reported that during a bph surgical procedure at 482,309 joules of use and 1:45:00 minutes, it was noted that the fiber was overheating and the laser went into standby mode. Reportedly the fiber tip (cap) was cleaned and after cleaning while the fiber continued to be utilized it was noted that the fiber tip had come off. The fiber was exchanged and the procedure was completed with utilizing the second fiber. Patient outcome: "no injury" to the patient reported.

Manufacturer narrative:
Reportability awareness date corrected.